Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)/ pain with intercourse at times due to pelvic pressure') in a (B)(6) year-old female patient who had essure (batch no. 626214) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis and uterine fibroid. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("marital conflict due to inability to have sex at times"), anaemia ("anemia") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic discomfort ("pelvic pressure"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - laparoscopic). Essure was removed on (B)(6) 2017. At the time of the report, the dyspareunia, vaginal haemorrhage, menorrhagia and anaemia had resolved and the female sexual dysfunction, fatigue and pelvic discomfort outcome was unknown. The reporter considered anaemia, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic discomfort and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2012: small amount of free fluid in the pelvis. Slightly prominent and heterogeneous uterus without any discrete fibroids or masses. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- anemia, menorrhagia. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs and mr received. Previously reported event "injury" is replaced with "dyspareunia (painful sexual intercourse)/ pain with intercourse at times due to pelvic pressure", events- " abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), marital conflict due to inability to have sex at times, anemia, fatigue, pelvic pressure", lot number, medical history, reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)/ pain with intercourse at times due to pelvic pressure') in a 38-year-old female patient who had essure (batch no. 626214) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis and uterine fibroid. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("marital conflict due to inability to have sex at times"), anaemia ("anemia") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic discomfort ("pelvic pressure"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - laparoscopic). Essure was removed on (B)(6) 2017. At the time of the report, the dyspareunia, vaginal haemorrhage, menorrhagia and anaemia had resolved and the female sexual dysfunction, fatigue and pelvic discomfort outcome was unknown. The reporter considered anaemia, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic discomfort and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2012: small amount of free fluid in the pelvis. Slightly prominent and heterogeneous uterus without any discrete fibroids or masses. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming: anemia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.